Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed that mainboard was defective and the rear housing bezel, airway kit and screw cover was damaged. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the x2 restarts on a loop. It was also indicated the rear cover was damaged likely due to a fall. The issue was discovered outside of use. There was no adverse event.

Manufacturer narrative:
The manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required. E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the x2 restarts on a loop. It was also indicated the rear cover was damaged likely due to a fall. The issue was discovered outside of use however an adverse event was reported.